Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received a new pocket controller (B)(6) 2025. The system controller was having frequent power disconnect alarms and white data cable would not transmit to screen. The issue resolved with exchange, and the exchanged controller was recycled.